Manufacturer narrative:
The customer's address is unknown. Unknown, (B)(6) USA has been used as a default. FDA notified?: the initial reporter also notified the FDA via medwatch # mw5104044. Investigation summary: no product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007 lot number 21069014 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10jun2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set leaked fluid from the tubing onto the floor during the pepcid infusion. The following information was provided by the initial reporter: "fluid dripping from pump. It was identified to be dripping from the tubing in the channel of the pump. Leak was identified midway through pepcid infusion. Small puddle was found on floor."